Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient records appeared correctly on the pes server but did not appear at the station. However, there were no delays, adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient records appeared correctly on the pes server but did not appear at the station. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) contacted customer to verify whether admit discharge transfer (adt) had resent the message to correct the location associated with the affected patient identification (ID) and was asked to confirm so further assistance could be provided. The customer later confirmed that the issue had been resolved. The system functioned as intended after the issue was resolved.